Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "patients coding or shortness of breathe after placing PICC line in ir suite". No other information was provided. A specific number of affected devices or patients was not provided by the complainant.